Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu and mux chip on video controller board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.